Manufacturer narrative:
The pacemaker will not be available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information obtained from the field representative indicates that the device just disappeared and the hospital might have thrown it away.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker's battery showed three years remaining when the output is decreased. This pacemaker was explanted. No additional adverse patient effects were reported.